Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 300 mg/dl. Reportedly, customer declined troubleshooting and reverted to an alternate pump for insulin therapy. The cartridge was in use for 8-10 days. Tandem technical support educated customer regarding cartridge/insulin labeling.